Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: placed on a patient, when the needle is withdrawn, the safety device is not engaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: placed on a patient, when the needle is withdrawn, the safety device is not engaged :

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: placed on a patient, when the needle is withdrawn, the safety device is not engaged :

Manufacturer narrative:
The following field has been corrected: h.6. Imdrf annex a code: a0510 h3 other text : see h10